Manufacturer narrative:
The rse evaluated the device remotely. It was determined that therapy test was failed due to a malfunction of therapy pca. Hence rse replaced the therapy assy and the device returned to full functionality.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm 100 defibrillator monitor indicating that the device displayed therapy disable error. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.